Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. 624843) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity (bmi= 46.205). Concurrent conditions included acid reflux (esophageal), abdominal pain upper, abdominal pain, intra-abdominal fluid collection, heavy periods, pain menstrual, constipation, dysfunctional uterine bleeding, normochromic normocytic anemia, urinary tract infection, cramp in lower abdomen, back ache, intra-abdominal bleeding, insomnia, sweating and gastric bypass. Concomitant products included calcium, fluconazole (diflucan), naproxen (motrin), omeprazole (protonix), paracetamol (tylenol) and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pain/ pain pelvic area"), premature menopause ("early onset menopause/ hormonal changes- describe : early onset menopause"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rash/ rashes or skin conditions type : rash"), migraine ("migraines / headaches"), headache ("migraines / headaches"), anaemia ("anemia/ blood or heart disorder/ condition- type : anemia"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain/ weight gain/ loss (specify which one) weight gain"). In (B)(6) 2008, the patient experienced depression ("depression/ psychological or psychiatric problems- depression") and anxiety ("mental anguish/ psychological or psychiatric problems- mental anguish"). The patient was treated with surgery (endometrial ablation via novasure ((B)(6) 2014)). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, premature menopause, vaginal haemorrhage, depression, anxiety, rash, migraine, headache, anaemia, nausea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered anaemia, anxiety, depression, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, premature menopause, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 300 lbs. The plaintiff states that she is currently planning for essure removal as essure-caused injuries, as alleged in complaint but she does not have money and definite plans for removal at this time. There was noted to be 3-4 coils protruding from each fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.2 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2008: gastric bypass surgical changes. There is fluid collection near the patients incisional scar superficial to the abdominal wall with a thin rim of peripheral, enlargement which could relate to seroma or abscess; on (B)(6) 2008: there are postoperative changes in the epigastric region consistent with gastric bypass. No evidence of bowel dilatation or obstruction. Numerous surgical clips and staples are noted along the anterior abdominal wall. No acutre inflammatory process within the abdomen or pelvis. Gastric bypass surgical change. Hysterosalpingogram - on an unknown date: which confirmed that the essure device was successfully occluded; on (B)(6) 2008: total bilateral occlusion/ both tubes appear blocked with satisfactory position of the essure bands. Ultrasound abdomen - on (B)(6) 2008: essentially unremarkable abdominal ultrasound as above. Ultrasound pelvis - on (B)(6) 2011: bilateral essure devices in place. Normal uterus and right ovary. The left ovary is not visualized; on (B)(6) 2014: showed prominent endometrium (slightly) and small calcified area <1 cm in endometrium. Ultrasound scan vagina - on (B)(6) 2017: uterus normal size, shape and echogenicity without specific abnormalities (essure device echoes seen). Right ovary normal in size shape, echogenicity and follicular activity, left ovary normal in size shape echogenicity and follicular activity. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : pelvic pain, menorrhagia, anaemia, vaginal discharge, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. 624843) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity (bmi= 46.205). Concurrent conditions included acid reflux (esophageal), abdominal pain upper, abdominal pain, intra-abdominal fluid collection, heavy periods, pain menstrual, constipation, dysfunctional uterine bleeding, normochromic normocytic anemia, urinary tract infection, cramp in lower abdomen, back ache, intra-abdominal bleeding, insomnia, sweating and gastric bypass. Concomitant products included calcium, fluconazole (diflucan), naproxen (motrin), omeprazole (protonix), paracetamol (tylenol) and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pain/ pain pelvic area"), premature menopause ("early onset menopause/ hormonal changes- describe : early onset menopause"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rash/ rashes or skin conditions type: rash"), migraine ("migraines / headaches"), headache ("migraines / headaches"), anaemia ("anemia/ blood or heart disorder/ condition- type : anemia"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain/ weight gain/ loss (specify which one) weight gain"). In (B)(6) 2008, the patient experienced depression ("depression/ psychological or psychiatric problems- depression") and anxiety ("mental anguish/ psychological or psychiatric problems- mental anguish"). The patient was treated with surgery (endometrial ablation via novasure ((B)(6) 2014)). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, premature menopause, vaginal haemorrhage, depression, anxiety, rash, migraine, headache, anaemia, nausea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered anaemia, anxiety, depression, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, premature menopause, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs the plaintiff states that she is currently planning for essure removal as essure-caused injuries, as alleged in complaint but she does not have money and definite plans for removal at this time. There was noted to be 3-4 coils protruding from each fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.2 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2008: gastric bypass surgical changes. There is fluid collection near the patients incisional scar superficial to the abdominal wall with a thin rim of peripheral, enlargement which could relate to seroma or abscess; on (B)(6) 2008: there are postoperative changes in the epigastric region consistent with gastric bypass. No evidence of bowel dilatation or obstruction. Numerous surgical clips and staples are noted along the anterior abdominal wall. No acutre inflammatory process within the abdomen or pelvis. Gastric bypass surgical change. Hysterosalpingogram - on an unknown date: which confirmed that the essure device was successfully occluded; on (B)(6) 2008: total bilateral occlusion/ both tubes appear blocked with satisfactory position of the essure bands. Ultrasound abdomen - on (B)(6) 2008: essentially unremarkable abdominal ultrasound as above. Ultrasound pelvis - on (B)(6) 2011: bilateral essure devices in place. Normal uterus and right ovary. The left ovary is not visualized; on (B)(6) 2014: showed prominent endometrium (slightly) and small calcified area <1 cm in endometrium. Ultrasound scan vagina - on (B)(6) 2017: uterus normal size, shape and echogenicity without specific abnormalities (essure device echoes seen). Right ovary normal in size shape, echogenicity and follicular activity, left ovary normal in size shape echogenicity and follicular activity. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records: pelvic pain, menorrhagia, anaemia, vaginal discharge, vaginal haemorrhage. Most recent follow-up information incorporated above includes: on 17-jun-2019: plaintiff fact sheet and medical records received : lot number added. Incident category updated. Events added- premature menopause, vaginal haemorrhage, menorrhagia, depression, anxiety, rash, migraine, headache, anaemia, nausea, dyspareunia, vaginal discharge, fatigue, weight increased. Event onset dates updated. Medical history and concurrent conditions added. Concomitant products added. Lab details added. Reporter information, patient details, product indication updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.